Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had multiple insulin pump error. Customer's blood glucose level was 87 mg/dl. Customer reported that they were able to clear the alarm. Customer stated that they are able to rewind the insulin pump. Customer performed displacement test and it was passed. Customer stated motor error reoccurred again. The insulin pump will not be returned for analysis.